Event description:
It was reported that the hcp (healthcare provider) felt that the suture holding the catheter to the pump had caused the connector to tear (also reported as a break in the catheter at the pump connector) and lead to a disconnection. Actions required as a result of the events included catheter explant and replacement. No diagnostic testing or troubleshooting was performed, as it was not required, and the cause of the product issue was not determined. It was noted that when the pocket was opened up, there was clear fluid surrounding the pump. Patient symptoms associated with the event included altered mental status. Following catheter replacement, the patient remained in the hospital due to nausea and drowsiness. The dose was reduced down by 75%, as there was a concern that they were not getting the prescribed therapy ¿ due to the tear in the old catheter. The patient was to be ¿kept¿ until they improved. The patient¿s status was reported as ¿alive ¿ no injury.¿ on (B)(6) 2014, it was further reported that the catheter connector part of the catheter would be returned, and that the pump was discarded by the customer. Subsequently, it was reported that the catheter was secured to the pump per manufacturer's recommendations; the suture was not directly on the catheter. The pump was being used to deliver morphine, clonidine, and baclofen. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Event description:
It was further reported that the catheter received for analysis was not the 8731sc catheter that was previously reported. No outcome was reported regarding this event. Additional follow-up has been requested to further clarify the catheter initially reported in relation to the catheter segment received. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8731, explanted: (B)(6) 2014, product type: catheter. Note: the previously reported unknown catheter was identified as an 8731 catheter. The analysis results apply to the 8731 catheter, and not the unknown catheter, as was previoulsy reported. The previoulsy reported device code c76126 was removed, as it no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# unknown, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
It was further provided that there was no allegation associated with an 8731 sc catheter. The representative was unable to retrieve the serial number from the actual catheter itself. The only information was what was programmed onto the pump. The pump information said that the patient had an 8731 catheter. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4). The previously reported 8731 sc catheter was not the catheter that was received for analysis; an unknown catheter segment was received instead. Analysis on the unknown catheter had not yet begun. A supplemental report will be filed when analysis is completed.

Manufacturer narrative:
Product ID 8731, explanted: (B)(6) 2014, product type: catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the unknown catheter revealed a catheter pump connector broken suture ring. The previously reported 8731 sc catheter was never received. (B)(4)

Event description:
It was further confirmed with the company representative that the explanted catheter was not an sc model, but was an 8731 catheter. Additionally, analysis confirmed that it was a non-sc catheter. The lot number of the 8731 catheter was initially reported incorrectly; it was suspected that the lot number was that used for revision of the 8731, and that the explanted catheter segment was put in the packaging of the replacement.